Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump was not charging when using the wall charger. The customer's blood glucose was within the target level. The customer reverted to using insulin injections to manage diabetes. A new charging cable was used and the customer successfully charged the pump.